Event description:
In the last few months, this site has seen an extraordinarily high failure rate with amniocentesis procedures because the cell cultures will not grow. The percentage of failures is thought to be 12 failures out of 80 amniocentesis procedures since nov, 2002. Labs at this site and outside labs have been used for these cultures. When an amniocentesis procedure does not yield results, the pt is in the position of deciding whether to have the procedure repeated, which could mean additional risks of miscarriage as well as other risks. Site brought this concern to the attention of the site reporter after having done research into the possible causes of the failures. They have looked into the scrub preparations, the drapes used, the technique used, and the labs used. The common factor has been the use of bd syringes for the failed amniocentesis procedures - 20 cc slip tip and 10 cc luer lock syringes. The site contacted the MFR, bd, who indicated they knew of the problem already. It is not known what the model numbers were, or how the syringe might have contributed to the cell culture failure rate. The site also called others in the region who regularly do amniocentesis procedures. A small private practice was found that was experiencing high failure rates and worried that they were doing something wrong. They also were using the bd syringes of the same type.